Event description:
According to the event description: the pump infused at 230 milli liters an hour (ml/h) instead of 250 milliliters an hour (ml/h).

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910. General information: complaint: (B)(4). Information to the sample: model: infusomat space, article number: 8713050, serial number/batch: (B)(6), software version: 686n030005, hours of operation: 4605, further information: n/a. 3. Investigation results: history inspection: the device history files were read and analyzed. Due to the lack of a precise error description, the history could not be analyzed extensively. The last infusions were investigated. No anomalies could be detected. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -3,02%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device does not match the required values and standards. All measured values are not within our specification. Disassembling: the device was disassembled, and the inside was investigated. Inside the device could be found liquid residues on the emc protection shield, the bottom inner frame, p2 plug and the lower housing. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.